Event description:
It was reported by service report that the bed looses functionality when trend was pressed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result code: siderail cable.